Manufacturer narrative:
Hill-rom technical support found the brake caster not holding and inserviced the account to replace the brake caster. A search of the hill-rom records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head end brake is not holding. The bed was located at the account. There was no patient/user injury reported. (B)(4).